Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "on (B)(6) 2009, the pt underwent the implantation of a prosthetic hip at (B)(6) medical center." It was further alleged that, "in or about (B)(6) 2011, the pt was in the process of stepping out of a van when she landed harder on her right foot than she intended. In the weeks following the incident, the pt developed severe pain in and around her hip." It was further alleged that, "on (B)(6) 2011, the pt returned to (B)(6) medical center, where she underwent a revision."

Manufacturer narrative:
The info in this report was provided by stryker (B)(4) department. No additional info is available at this time. The devices are not available due to the ongoing litigation. Associated devices: 3060-0090s , lag screw, ti gamma3 10.5x90mm, lot# k179134; 3003-0822s, set screw, ti gamma3 8x17.5mm, lot# k147270.